Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Ultimately, the customer was able to reset the pump and resume insulin therapy.